Event description:
Pt said that when pump (B)(4) arrived, it was not programmed. She has been using the other pump and did not miss any doses. No harm. Sending new pump and explained that she should call right away. If this ever happens, so she has 2 working pumps all the time. Pt will return pump when new one arrives in the return box. Dose or amount: 72.65 ng/kg/min, frequency: continuous, route: sub q. Dates of use: from (B)(6) 2016 to present. Diagnosis or reason for use: pah.